Event description:
It was reported by the aci vascular closure specialist that a pt underwent an interventional coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon ruptured during prep. No further info is available.

Manufacturer narrative:
Visual inspection of the returned device revealed the shuttle was engaged to the handle. The device as received had a balloon with a severely inverted tip, and the inflation indicator was extended approximately 2mm. The incident narrative stated that the balloon ruptured during prep. However, the balloon had evidence of blood which likely indicates device insertion into a procedural sheath. In addition, the inverted balloon indicates significant tension was applied during pull back. The review of the lhr (lot f1318405) indicated that the device lot met all established performance criteria prior to shipment. Based on the info received and the investigation performed, the reported balloon ruptured during prep could not be confirmed and the root cause could not be conclusively determined. However, it should be noted that over tensioning the device when pulling back the catheter can cause the balloon to pull through the arteriotomy.